Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Broken wires were observed in the header of the returned extension. As such, no functional testing could be performed on the device. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system including a lead extension on (B)(6) 2011. It was reported that the patient lost stimulation. Diagnostic tests revealed invalid impedance measurements. Surgical intervention was undertaken to address this matter. It was determined through intraoperative testing that the lead extension was the source of the impedance issues. As such, that device was replaced, and effective stimulation was captured for the patient. No further complications were reported.